Event description:
It was reported that a malfunction alarm, specifically malf 9, occurred with the insulin pump. There was no reported impact to the customer¿s blood glucose level, though the customer declined to provide specific information. Technical support assisted the customer by providing pump reset information and helped reset the pump, but the malfunction recurred, and the pump was not replaced as it was out of warranty.